Event description:
A pt undergoing stress testing in nuclear medicine dept experienced a respiratory arrest. A code was initiated and the code team responded. The respiratory therapist retrieved packaged and sealed manual resuscitator from the code cart supply area and opened it. The device did not have a mask as designed and routinely packaged. Fortunately, the pt was quickly intubated without difficulty and the resuscitator was connected directly to the endotracheal tube and the pt ventilated.